Event description:
It was reported the customer had a no delivery alarm. Customer stated the alarm was resolved with a complete set change. The customer stated the alarm was recurring. It was also found the customer had a weak battery alarm. Troubleshooting found the customer's battery was not lasting for more than one week. The customer also reported receiving a failed battery test after readjusting their battery cap. Customer will be sent a replacement battery cap. The customer also declined to return their infusion set and reservoir for analysis. Customer's blood glucose was unknown at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.